Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not have right-sided stimulation coverage postoperative. A CT scan was performed. It was reported the lead was centered, however, the physician felt the progressed scoliosis may be altering placement for the center line of the spine. Follow up identified the physician repositioned the lead on (B)(6) 2012. It was reported the patient received stimulation coverage postoperative.